Manufacturer narrative:
A device history review was performed on the reported lot number. No quality or mfg issues were noted. A review of the complaint report for the previous 15 months for the defect code of "air bubbles" did not show an adverse trend for this product family. The returned manifold was visually inspected and appeared to be assembled per specification. The sample was then leak tested per procedure and no leakage/pressure decay was observed. Each port of the manifold was tested separately found to be within specification. As the returned sample functioned as intended, the complaint is unable to be confirmed and the root cause unable to be determined.

Event description:
As reported by customer, during a pci procedure, air was entering the system because of a leak at one of the manifold handles. No air was injected and there were no pt complications. The procedure was completed using another, similar manifold. The used device has been returned for evaluation.